Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has received excessive "no delivery" alarms during the bolus process. The customer's blood glucose is 145 mg/dl. The customer's current blood glucose is 380 mg/dl. No further information was reported.